Event description:
The hosp reported that during the coronary artery bypass procedure, the heartstring seal did not deploy out of the delivery tube into the aorta. The surgeon used a side biter clamp and placed the pt on heart-lung machine to complete the procedure. No other pt complications were reported by the hosp.